Manufacturer narrative:
The device was not evaluated as it was discovered the issue was caused by the reference frame not being properly attached to the trauma pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an ortho (tha and tka) procedure. It was reported that during the procedure using the reference frame trauma pins, the surgeon felt 5 cm inaccurate at the end of the case. It was discovered the reference frame was not properly attached to the trauma pins which caused the entire frame to rotate which caused the inaccuracy. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.